Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that there was an informational power on reset (por) on the patient programmer (pp). The patient reported that the ins hasn¿t been overdischarged. It was reported that the patient had recently had a CT scan. The patient was walked through clearing the por and the issue was resolved. No symptoms or complications were reported.